Manufacturer narrative:
The sales rep was on-site two days in 2008, to check the sys. One day prior, a component of the superdimension sys, a pt sensor triplet, was found to have an intermittent connection which may have contributed to the higher, yet within specification, registration values. The pst was exchanged and the systems accuracy was tested and passed. The following day, a component of the superdimension sys, the location board, was exchanged as a precautionary measure and the sys was mapped and an accuracy test was performed, all testing passed. It has been reported that after svc was performed the site has had about 4 cases and the sys is functioning appropriately and registrations are normal. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.